Event description:
The service report shows that the device volumes were out of spec., and the device would not maintain system pressure. The nellcor puritan bennett factory service technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.